Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the crisp clinical study patient received an elective replacement indicator (eri) message 6-8 months post implant. Patient was reprogrammed in (B)(6) 2019 to extend the ipg life. Patient again received the eri message. Diagnostics indicated the eri triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. Surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
H6 (device code): it was inadvertently reported as "insufficient information" in the initial report. Correct h6 device code has been updated. The report that the ipg was approaching/at end of life was not confirmed. Electrical testing and a review of the generator logs confirmed the device battery was not depleted. An eri indication had not been declared by the cp using artemis v3.7. The device exhibited normal device characteristics during electrical testing and no low battery messages were observed throughout analysis. The device was subjected to a functional test on automated test equipment (ate). The ate specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. All portions of ate testing passed. As such the high impedance observed in the field was unrelated to the returned device. It was unknown what artemis programmer version the patient was using at the time of the reported observation; however, the patient was implanted prior to implementation of artemis v3.6 which addressed the issue of a false eri being displayed. The root cause of the issue is consistent with an inaccurate ipg battery status alert, due to the patient¿s artemis application software version in conjunction with the ipg firmware. Actions have been taken to prevent reoccurrence.